Event description:
It was reported that the insulin pump¿s display screen began to flicker, progressed to a black screen, and the top of the screen became loose with visible damage, resulting in an unusable device; the affected component was the display and the event aligned with a device problem of failure to bond. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed a stress-related problem associated with the display and consistent with a loss of or failure to bond of the screen assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The patient caregiver continued diabetes management using an older pump and could continue cgm monitoring during replacement. The device will be returned by the caregiver.

Manufacturer narrative:
Initial.